Event description:
It was reported that guide wire tip detachment and embolization occurred. The target lesion was located in the right coronary artery. A 185cm pt²¿ guide wire was advanced and crossed the lesion. Then an unspecified stent was advanced however while deploying the stent, the tip of the guide wire broke off. The physician suspected that the detached tip embolized in the vessel. No snaring attempts were done as the tip was lodged in a distal insignificant unspecified branch. There was no harm to the patient.

Manufacturer narrative:
Device evaluated by manufacturer: unit returned with its original pouch. The unit returned has the wire broken, as part of overall visual revision. Unit returned matches with upn provided by the customer. Visual inspection was performed and the device presented distal tip detached (2.6cm approx.). Moreover, the distal tip was not returned. All the outer diameter (ods) taken were compared and all of them are according to specifications. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that guide wire tip detachment and embolization occurred. The target lesion was located in the right coronary artery. A 185cm pt²¿ guide wire was advanced and crossed the lesion. Then an unspecified stent was advanced however while deploying the stent, the tip of the guide wire broke off. The physician suspected that the detached tip embolized in the vessel. No snaring attempts were done as the tip was lodged in a distal insignificant unspecified branch. There was no harm to the patient.

Manufacturer narrative:
(B)(4).